Manufacturer narrative:
The software investigation, through reproducibility, determined that there was no indication that a software anomaly contributed to the reported behavior. The software appeared to be working as designed. The degree of inaccuracy reported was not unexpected when navigating on levels adjacent to the one with the reference frame which was the suspected cause of the issue. However, the software investigation was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 10 minutes. It was reported that after the initial spin, the surgeon navigated the first level accurately but felt inaccurate at the lowest levels. Another spin was performed and the doctor stated the same level of inaccuracy,2-3 mm lateral, while navigating to spinous process. The surgery was completed with navigation and there was no impact on patient outcome.